Event description:
Healthcare professional reported "textured" against left device. Healthcare professional later reported "particle in valve", "capsule in valve" and "plug attached to capsule". The device has been explanted and replaced

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: particle in valve, capsule in valve and plug attached to capsule.